Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert had been generated for this system due to a high, out of range pacing impedance measurement on the atrial channel. A boston scientific technical services consultant documented and discussed the clinical observation with the caller and suggested programming options. No adverse patient effects were reported.